Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose log inaccuracies with the inpen app, where the dose recorded in the app differed from the dose dialed on the inpen (e.g., 9 units dialed, but only 5 units recorded). The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting confirmed that the discrepancy persisted, and the inpen was determined to require replacement. The customer was instructed to discontinue use of the inpen, revert to a backup plan per healthcare professional instructions, and follow the product replacement policy. Upon receiving the replacement, the customer was advised to delete the existing paired inpen and pair the new device. No harm requiring medical intervention was reported. The customer will discontinue use of the inpen. Mmt-105elblna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 15u, 12.5u, 13u, 11u, 12.5u, 13u, 12.5u, 12.5u, 15u, 13.5u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Customer concern was confirmed, isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 15u, 12.5u, 13u, 11u, 12.5u, 13u, 12.5u, 12.5u, 15u, 13.5u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Pending electrical per (B)(6) findings. Customer concern was confirmed, isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.